Event description:
It was reported that the device became unresponsive, and a photo provided by the user showed a large crack on the screen; a remote restart was attempted but unsuccessful, and a replacement was arranged. Symptoms included no injury. Outcomes included loss of device function and inability to use the device. Investigation included remote troubleshooting and visual confirmation via user-provided photo. Investigation of this case revealed a cracked or broken display that rendered the screen unusable and the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display.